Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs) who was present on the site. Available information suggests that procedural factors and interaction with previous device likely contributed to the event. As per event description, the physician moved the device without fluoro and pushed out the leaflet. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision in mitral position where during procedure, a single leaflet device attachment (slda) occurred. First implant p10 was assessed and released in medial anterior-posterior (a2-p2) position with a 12-6 clocking and the team agreed it was in a secure position. The device addressed a medial anterior-posterior (a2-p2) wide jet. A second implant (ace) was introduced to address the lateral prolapse in an a2-p2 position with a 12-6 clocking. The first attempt resulted in a mitral regurgitation (mr) not good enough, so the decision was made to go for a second grasping. While maneuvering without fluoroscopy, the first device detached. As per medical opinion, the physician moved the device without fluoro and pushed out the leaflet. Therefore, it was not possible to confirm any interaction between devices. To stabilize the slda, the second device was placed next to first implant. As the gradient was 3.8mmhg and there was no leaflet grasping zone medial to the detached implant, no attempt to place a third device to stabilize the slda more was performed. There was no injury caused to the patient. Initial mitral regurgitation (mr) grade was 4, and mr grade remained 4 after the slda and post-procedural. At the time of this investigation, there was no further treatment known for this patient.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.